Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had bradycardia in the 30 beats per minute (bpm) range. A pacing catheter was inserted and the patient rate increased to the 40 bpm range and the device appropriate sensed the catheter pacing and marked it with a vs. Boston scientific technical services (ts) discussed the potential of loss of capture (loc) and discussed reviewing brady settings due to potential new onset bradycardia. This product remains implanted and in service. No additional adverse patient effects were reported.